Manufacturer narrative:
Upon evaluation the complaint of broken screws was confirmed. All three screws were found to be broken at the minor diameter with the fracture running perpendicular to the length of the screw. The screws had no sign of corrosion or discoloration. The major diameter was in tolerance but the minor diameter could not be measured. The most likely underlying cause of the fracture was excess torque applied to the screws. The user facility is foreign; therefore, a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The international distributor reports three (3) screws broke during surgery. The tips of the screws remain in the patient's body.